Event description:
On (B)(6) 2012 customer reported that their access 2i (synchron lxi 725) instrument had one occurrence of a non-reproducible false positive accutni result for one patient on (B)(6) 2012 the original result was released outside of the laboratory. The sample was repeated on (B)(6) 2012 and the report amended. There was no indication of death or injury to this patient based on the erroneous result. The customer did not provide any information if there was a change to patient treatment for this sample. Field service engineer (fse) inspected the instrument on (B)(4) 2012. Fse calibrated and aligned the incubator belt and verified the alignment of the main pipettor. Fse verified that the voltage of the ultrasonic transducer was within specifications. Fse verified that the vacuum pressure and mixer speed were within specifications. Fse replaced the upper and lower precision pump seals. Fse performed a high sensitivity system check and the system check showed all parameters passing within specifications. No additional hardware problems were found. The system verified as performing to published performance specifications. Mdrs associated with this event: 2122870-2012-01246.